Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated ¿alert 38 motor stall¿ events on the ilet, consistent with a device motor stall and failure to infuse, and was advised to restart and perform a full supply change; glucose at the time of the call was 178 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to insulin therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the medical device problem characterized as failure to infuse and the implicated device component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.